Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was posted that the customer was hospitalized with low blood glucose and passed out on the floor; her neighbor had to go through a doggie door to get her. She also mentioned having high blood glucose due to a bent cannula. Attempted to contact the customer and she stated that she was in the emergency room due to low blood glucose of 20mg/dl. The caller stated that the settings were incorrect and too high, she bottomed out. The customer was treated with an insulin drip and once she was stable, she was released. The customer mentioned being off the insulin pump during the holidays to avoid issues. No further information was provided.